Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The customer received a replacement battery. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the locking of the battery of their device was not working properly and the battery was frequently disconnected from the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.